Event description:
It was reported that "staples were found jamming during usage on the patient. Changed a new stapler." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared to be properly aligned. The stapler was returned with 33 staples, indicating that at least 2 staples were fired by the end user. The stapler appeared used as there was biological material present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first 4 staples did not form or release properly and had to be manually removed. The stapler was disassembled for further inspection. The lab inventory forming tool was used in the complaint sample stapler. An attempt to fire 4 staples was made. All 4 staples formed and released properly. Three staples were then fired into a simulated skin pad to simulate insertion into the skin. The first staple formed and inserted properly. The second staple did not form or insert into the skin pad and resistance in the trigger was present. The third staple did not form properly, became stuck in the stapler, and had to be manually removed. 3 attempts were made again to fire the staples. The staple did not properly form or release in the first attempt and had to be manually removed. The trigger also showed resistance. The result was the same for attempt 2. On attempt 3 the staple got stuck in the stapler, the trigger got stuck and did not complete the full trigger cycle. It was identified that the pawl was spun out of position which could have prevented the staples from moving down the track and into the forming tool and firing down correctly. Die casting anomalies were observed on the forming tool. The sample was returned to the manufacturing site for further analysis. Each stapler was fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it was unlikely that the issue was present at the time of assembly. It could not be conclusively determined how or when the pawl got out of position and what caused the staples to misalign. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate misfiring and jamming in visistat staplers. The forming tool component was also under the same investigation. Investigation was still ongoing at the time of this report. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during usage on the patient. Changed a new stapler." No patient harm or injury. The patient status is reported as "fine".